Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided between on (B)(6) 2025. Customer administered a manual injection to address the elevated bg level and reverted to an alternate method for insulin therapy.